Manufacturer narrative:
H6: the device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during use, the blade broke inside the associated handpiece saw. No further information was available.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during use, the blade broke inside the associated handpiece saw. No further information was available.